Event description:
On (B)(6) 2022 the customer reportedly received the following results on a perform a meter, compared to a professional meter, within 15 minutes: 43 mg/dl (perform a) and 590 mg/dl(pharmacy meter). The mother also reported that on (B)(6) 2022 the blood glucose device gave a lower than expected reading during a hyperglycemic event. The customer was experiencing elevated blood glucose symptoms of vomiting and had a stomach ache. The customer tested her blood glucose and received a result of 40 mg/dl. Based on the customer's high blood glucose symptoms, the mother treated the customer with 15 units of actrapid insulin. After two hours the customer had recovered and felt better. The customer was not hospitalized.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.